Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was removed from the vessel wall while retracting the device. Hemostasis was achieved by manual compression for less than 30 minutes. There was no reported patient injury. The mynx vascular closure device (vcd) was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. Femoral artery suitability was verified on angiography or venography, and the device was used in an arterial vessel in the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. Vessel tortuosity was little, and there was no peripheral vascular disease or calcium in the vicinity of the puncture site. The advancer tube was held in place while removing the balloon from the access site. The advancer tube was not over-tamped. There was no difficulty removing the device through the advancer tube. The sealant was deployed to the proper location and then dislodged. There was no shallow vessel depth. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.